Manufacturer narrative:
The product was not returned for evaluation. We are unable to assess if any product condition could have contributed to the patient's infection. Lot release and sterilization records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ent450, 17845-5c-aw rev a 10/17; changing your pod 3 / page 24. Warning: to minimize the possibility of site infection, do not apply a pod without first using aseptic technique. This means to wash your hands, clean the insulin vial with an alcohol prep swab, clean the infusion site with soap and water and keep sterile materials away from any possible germs. Changing your pod 3 / page 34. Warning: if an infusion site shows signs of infection; immediately remove the pod and apply a new one at a different site. Contact your healthcare provider. Treat the infection according to instructions from your healthcare provider. Living with diabetes 11 / page 117. At least once a day, use the pod¿s viewing window to inspect the infusion site. Check the site for signs of infection, such as pain, swelling, redness, discharge or heat.

Event description:
The patient's father reported after wearing the pod on the arm his daughter's site was infected and that the pod gave a hazard alarm. The patient¿s blood glucose (bg) reached above 20 mmol/l (360 mg/dl). The patient's father also reported that she has an eating disorder and believes that his daughter was abusing the omnipod personal diabetes manager (pdm) to manipulate her bg values for the purposes of weight loss. He took her to the hospital where they prescribed antibiotics for 7 days for the site infection. They also placed her in the intensive care unit. There were no further information provided.